Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
It was reported that a patient who underwent a total knee arthroplasty about two years ago, felt a pain on the operated knee. X-ray showed that the locking bar was backed out at follow-up, and the locking bar was replaced with new one. Attempts have been made and no further information has been provided.